Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. (B)(4): device was not returned.

Event description:
On (B)(6) 2013, patient reported he required treatment from paramedics approximately 5 weeks ago for a low blood glucose level. Patient stated his blood glucose level became low and he called the paramedics. Patient reported he was coherent. Patient stated the paramedics came and attempted to test on their meter but was unable to obtain a reading so they treated him with ivs. Patient reported the IV he received contained d50. Patient stated after 10 minutes of being on the ivs, the paramedics tested on their meter and the reading was 17 mg/dl. Patient's normal blood glucose range is around 128 mg/dl. Patient reported the paramedics waited until he was able to walk and talk before they left; he is now fine. Patient stated he did require outside assistance from the paramedics. Patient reported he had bolused too much insulin and that was the cause of the low blood glucose reading. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.